Event description:
It was reported that the surgeon inserted a competitor's len using the foam tip plunger and a haptic was overrode and torn during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. Sutures closed the wound. The pt is currently doing well.